Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer inspected the device, reconnected the expiratory filter tightly and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during set up an 840 ventilator failed the breath delivery power on self test and was inoperative. There was no patient involvement.